Event description:
It was reported that there was a shocking or jolting sensation. The cause of the event and patient outcome details were not available. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3391s-40, lot# v556815, implanted: (B)(6) 2012, product type lead; product ID 3391s-40, lot# v556815, implanted: (B)(6) 2012, product type lead. (B)(4).